Event description:
It was reported that primary surgery was performed on (B)(6) 2013. The patient complained of pain and x-ray showed the right side exeter stem was broken in a patient body. The broken stem was explanted from the cement mantle and revised successfully.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by clinician review of the provided x-ray. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock ith no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including perative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that primary surgery was performed on (B)(6) 2013. The patient complained of pain and x-ray showed the right side exeter stem was broken in a patient body. The broken stem was explanted from the cement mantle and revised successfully.